Event description:
It was reported that after inserting the intra-aortic balloon (iab), the console generated a check iab catheter alarm. When the customer looked at the cine image, it was found that the upper part of the iab was not inflated. They tried to refill it, but it did not improve. The iab was removed to replaced, but the blood pressure was particularly stable so a new iab was not inserted. Therapy was concluded. There was no patient harm or adverse event reported.

Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood found on the exterior of the catheter. A kink was found on the catheter tubing approximately 73.4cm from the iab tip. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and pumped for two hours which represents one complete autofill cycle. The iab pumped normally and no alarm sounded from the pump. The evaluation determined a kink in the catheter tubing. It is difficult to determine when or how a kink in the catheter occurs. Although we did not repeat the alarm in the laboratory setting, a kink in the catheter can cause inflation difficulty or an alarm. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).